Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that ipth values shifted high on the architect i2000sr analyzer compared to another method. Results for one patient were provided. Date - sample ID - result: (B)(6). The sample from (B)(6) 2018 tested at 61 pg/ml using an alternate electrochemiluminescence method. The patient's physician considered surgery on her parathyroid, but requested confirmation testing before scheduling surgery. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, and vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion, the study indicated that standardization efforts are warranted and assay-specific decision limits are required. Based on the available information, no product deficiency was identified.